Event description:
Additional information was received on(B)(6)2019. They replaced the wire to complete the case. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician was using the involved glidesheath slender kit in a pedal access procedure. After beginning the micropuncture steps of: needle in; wire in; needle removal; sheath in, when the wire and dilator were exiting the sheath, the coil on the wire became unraveled and could not be used any longer. The procedure outcome was successful.